Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400mg/dl and multiple battery alarms. The customer treated with insulin. Troubleshooting was performed and found that the battery alarms were able to be cleared. Customer was advised to monitor the pump and blood glucose and call back if any further issues. No further high blood glucose troubleshooting was performed.